Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is unable to exit the prime rewind loop. The customer's blood glucose reading was over 600 mg/dl at the time of incident. Troubleshooting assisted customer to get out of the loop and to prime and informed customer that the pump is operating as designed. Customer was advised to monitor pump.